Manufacturer narrative:
Additional information: examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during the procedure the fast-fix 360 second anchor discharge failed. No patient injury was reported.